Event description:
It was reported that a spectrum pump and a door error. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door error. The device was received inoperable due to door not fully latched messages caused by a loose upper link screw. The screws were replaced to correct this condition.